Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that touchscreen kept stopping and became unresponsive. The technical support specialist (tss) assisted the customer through disconnecting the keyboard from the aio. The customer reported being unable to remove the aio (all in one) back plate to access the keyboard cable connection. The tss restarted the cabinet using the power switch and restarted the aio. But issues persisted. The tss agent connected to the cabinet and communicated that the touchscreen driver appeared to be in an error state and had been fixed. The tss then restarted the aio and confirmed that the touchscreen was functioning properly. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, touchscreen was not responding. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.